Manufacturer narrative:
G2: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) reporting that when the lead was inserted into the epidural space via a puncture needle, the lead was easily detached from the stylet handle when the stylus handle of the lead was turned to change the direction/orientation of the lead. After that, even when the lead was reinserted into the groove of the stylet handle, it would come off easily. The lead was difficult to orient. It was unclear which lead caused the problem since the two leads were opened at the same time. The event occurred shortly after opening the package and starting lead insertion, and the physician commented that the groove diameter of the stylet handle originally felt a little wider than it was. The cause was not confirmed. Because two leads were opened at the same time, the stylet of the other lead was used instead, and the procedure was completed successfully. The issue was resolved. Indication for use was chronic pain.